Event description:
Additional information received reported the patient was still having concerns with their device or therapy but had not sought further help. The healthcare provider (hcp) the patient contacted noted they could not help. The patient still desperately needed an hcp near them.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient fell down on their butt in march. A couple weeks later the patient noticed that when they leaned to the left, stimulation felt like it stopped. When the patient straightened out, stimulation came back. This only occurred when the patient was leaning to the left. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.